Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the syringe of a floseal hemostatic matrix kit. The pm was discovered before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. Visual inspection revealed reddish particulate matter in the plunger of the syringe. The reddish particulate matter and calcium chloride vial were inspected under a microscope. The particulate matter inside the needle syringe was of similar color, texture, and shape as the missing segment from the calcium chloride vial red stopper puncture site. The reported condition was verified. The cause of the condition could not be determined. Testing was also performed on a retention sample. The sample was reconstituted per the instructions for use. Using the needle syringe, the reddish rubber stopper of the calcium chloride vial was pieced and 5 ml of diluent was transferred to the thrombin vial. No red particulate matter was observed in the needle syringe or the thrombin vial. The thrombin solution was mixed into the gelatin syringe and the contents were mixed back and forth successfully between the syringes 20 times. There were no issues detected with the retention sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.